Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading was 60 mg/dl, and the meter bg reading was 140 mg/dl. No additional patient or event information was available. Reportedly, the customer had not entered a calibration bg value into the pump since the inaccuracy. The customer was instructed to enter a bg value to calibrate the cgm.